Event description:
The customer contact reported corrosion in the battery department. The device was returned to the biomedical department for an unspecified reason. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, corrosion was noted in the battery compartment. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reported upon query by hospira personnel.